Event description:
Procedure: lap colon. According to the reporter: the instrument broke when attempting to grasp the colon. They looked for the broken part and had the patient x-rayed, but it was not found.